Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a procedure to treat functional tricuspid regurgitation (tr) with a grade of 3+. The triclip steerable guide catheter (tsgc) was advanced to the patient¿s tricuspid valve and one mitraclip was placed on the anterior-septal leaflet. Immediately after deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). The decision was made to implant a second mitraclip to stabilize the slda clip. The second mitraclip was successfully implanted with slight tr reduction. A third mitraclip was successfully implanted on the posterior-septal leaflet to further reduce the tr. The procedure was complete with a final tr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. The physician believes that the slda may have been due to patient anatomy. The physician was also aware that the procedure was performed off-label. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and the single leaflet device attachment (slda) per the physician is due to the patient anatomy. It should be noted that the mitraclip instructions for use (IFU) states under the "intended use" section that "the mitraclip g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ the reported off-label use of the device was associated with the procedure being performed on the tricuspid valve (tv) to treat tricuspid regurgitation (tr). In this case, the off-label use of the device did not contribute to the slda. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.